Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. The signals in the rdf indicate that the higher than expected wbc content in the platelet product was likely a result of an escape of wbcs from the lrs chamber that began at approx 56 minutes. Based on the available info, it is possible that this leukoreduction failure could be donor related. Investigation eval and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event. Adjustments to the procedure should be minimized to the extent possible. When an adjustment is made, the customer may consider giving trima accel a few minutes to allow the change to take effect before making additional adjustments. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.